Event description:
The following was alleged by the pt, she was mixing granuflo when she inhaled the powder resulting in laryngitis. She was seen by a physician and was treated with methylprednisolone. No add'l care was requested or recommended.

Manufacturer narrative:
Based on the info provided, no definitive conclusion can be drawn. Currently, medical records have not been provided. Product identifiers are unk, therefore, a mfg review cannot be performed. A supplemental report will be submitted if add'l info becomes available.